Event description:
While pulling bag through 11mm trocar port incision medtronic reliacatch specimen retrieval bag broke open at seam spilling gallbladder and gallstones resulting in making a bigger incision to get gallbladder and stones out of subcutaneous tissue.